Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of coil wire unraveled, exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during a ureteroscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, guidewire kinked. The coil wire also unraveled, exposing the tip of the metal corewire. The procedure was completed with another amplatz super stiff guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.